Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
It was reported that a patient received a questionable result when tested with a coaguchek xs meter (serial number unknown). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.4 inr. Two hours after laboratory testing, the patient was tested three times using the meter and each time the result was 6.4 inr. The patient's therapeutic range was not provided.